Manufacturer narrative:
For (B)(4) it was confirmed that the original disc was compressed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. There was no patient present. It was reported that when trying to load a CT via disc for an upcoming case the healthcare provider (hcp) kept receiving an unable to interpret header data error. The healthcare provider (hcp) tried loading both standard and unstructured alternate.